Event description:
It was reported that revision surgery was performed due to elevated metal ions.

Manufacturer narrative:
Device part numbers corrected. The bhr surgical technique and important medical information states under its contraindications that the use of metal-on-metal prosthesis is contraindicated in patients with chronic renal failure and in pregnancy.